Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 392 mg/dl with polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support revealed the patient received an empty cartridge alarm from the pump and waited five hours before inserting a filled cartridge and resuming insulin delivery with the pump. No product malfunction was indicated. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse.